Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to an inpen screw movement issue. The blood glucose value at the time of the event was unknown. It was unknown how the customer was treated for hyperglycemia. The event involved product mmt-105nnpkna. Troubleshooting was partially performed, and the customer declined further troubleshooting for inpen screw movement issue. Customer reported that the inpen failing to dispense insulin as the screw was not moving when the injection or dose button was pushed. Troubleshooting was not performed for hyperglycemia. The customer was instructed to discontinue use of the inpen and revert to their backup plan as per their healthcare provider¿s instructions. No further patient complications were reported. Mmt-105nnpkna was requested and the customer response was that the device will be returned.